Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no issue with the reported issue but the keyboard was replaced as a precaution. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The keyboard touchpad was returned to the manufacturer for analysis. Analysis found that the touchpad and keyboard was fully functional. There was no problem found. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mouse pad was not working normally. Site suspected water damage as the mouse cursor was jumping around the screen. There was no patient present when this issue was observed.